Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 12/28/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (Right hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 02/11/2013 - the complaint has been updated because it was reported that the patients right hip was revised on 02/11/2013 to address pain and higher-than-normal ions in his blood work. There is no new information that would affect the existing MDR decision. Doi (B)(6) 2006 - (B)(6) 2013 (right hip). No change to above statement from previous update. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: patient, device. Corrected: patient identifier.

Event description:
Ppf alleges metal wear and metallosis. Added stem due to elevated metal ions however there is no values of laboratory. Updated patient harm, associated contacts and patient identifier.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered pain, weakness, decreased range of motion, difficulty with activities of daily living, and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.